Event description:
A healthcare professional reported that nmcf4211, lot #9001322 implant lacked primary stability on tooth #20, due to low torque. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has alcohol use disorder. The device was forwarded to the manufacturer. No other medical issues were reported.